Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was noted the svc defibrillation impedance was steady at approximately 72 ohms through (B)(6) 2016 and spiked out of range (B)(6) 2016. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead's rv coil exhibited high and rising impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.